Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, after t1 of the fast fix 360 was implanted, t2 was deployed simultaneously. Both t's were removed form the patient by tweezers. Surgery was resumed, without any delay, with a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box and pouch with the batch number of the complaint on the labels. The t1/t2/suture are off the needle. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device showed that the actuator cycled as intended. An evaluation of the customer provided image showed the device is laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are off the needle. There is bio debris on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.